Event description:
The patient contacted animas on (B)(6) 2012 reporting elevated blood glucose but no information was available at that time. Animas made multiple attempts to follow up with the patient but were unsuccessful. Animas was able to successfully contact a second reporter on (B)(4) 2012. The reporter stated that the patient was experiencing erratic blood glucose levels from ranging from 40's to 500 mg/dl. The reporter stated that initially they suspected the pump but were now suspecting that it may have been the patient; the reporter indicated that the patient was not counting carbohydrate intake and was not eating very well. The reporter stated that the patient was to be meeting with a diabetes educator regarding the issues. The reporter stated that the patient was doing fine otherwise indicating that the patient's average blood glucose was 190 mg/dl and the most recent a1c was normal; the reporter stated that the patient was doing about the same on the pump as when the patient was using injections. The reporter declined troubleshooting stating that they knew to call if needed. This report is made based on the additional information acquired on (B)(4) 2012 indicating that the patient experienced erratic blood glucose levels that meet animas criteria for an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the patient may not have been counting carbohydrate appropriately contributing to the issue. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the pump history was available from (B)(4) 2012. Information from the date of the alleged event of (B)(6) 2012 was not available in the pump history. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A review of the daily insulin delivery totals indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, the display lens on the pump was noted to be peeling up, which has not effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.